Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle units in the gas modules were replaced but not returned for investigation. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer and o2 cell/sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).